Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-03222. It was reported that during the implant procedure, the patient experienced a csf leak. Patient has not had any symptoms from the csf leak. The system is currently working properly and patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient underwent a blood patch and was hospitalized for a few days. The csf leak has reportedly resolved.